Event description:
The patient was admitted to ICU on 12/25/91 with a dianosis of pnuemonia reguiring intubation and ventilatory support. Patient was unable to be weaned from the ventilator and the decision to perform a tracheostomy was made. The trach was performed without complication, and the patient returned to the ICU post-op. Aprox. 5 hrs. After the procedure, the patient became restless and tachycardia. The trach cuff was found to be deflated, and unable to be reinflated. The trach was removed and replaced with another 8 mm portex (serial # unknown). 30 min. Following reinsertion the patient became cyanotic and required resuscitation and insertion of bilateral chest tubes. Following the event the patient was noted to be comatose. The initial trach tube that was removed was visually inspected on removal and the cuff was deflated. Unfortunately, the trach was discarded. The company sales reps. Made an on-site visit 1/24/92 and were inspecting trachs from the same lot #. The cause of the incident is unknown.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.